Event description:
The facility representative reported a colleague infusion pump with failure code 401:307:948:000. It was reported that this condition occurred when turned on and that a patient was connected. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 401:307:948:000 was confirmed but not duplicated by service personnel. The root cause of the condition could not be determined. The device functioned normally during all testing. Failure code 401:307:948:000 is a slave communication initiate failure and no repairs were needed to correct this condition. This device is a remediated colleague pump with a user interface module software version of 7.22.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.